Manufacturer narrative:
(B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the patient had to have the mesh redone.